Event description:
It was reported that the rv (right ventricular) lead had increasing and high impedances and that the lead was turned to unipolar as there were high bipolar thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.